Event description:
A peritoneal dialysis patient who reported she was not able to connect to the first connector of this treatment system. There was no report of patient injury. A sample is available for an evaluation.